Manufacturer narrative:
Balloon: model- 72404127, lot sn- (B)(4), mfg date- 10/18/2018, exp date- 10/18/2019. Cuff: model- 72404130, lot sn-(B)(4), mfg date- 11/21/2018, exp date- 11/21/2019.

Event description:
It was reported that the patient experienced a hematoma after a replacement of an artificial urinary sphincter (aus) device. The patient initially received the replacement of the device due to severe urinary leakage. An x-ray verified the leakage of the aus device. The patient had the device replaced and is now experiencing a hematoma. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a hematoma after a replacement of an artificial urinary sphincter(aus) device. The patient initially received the replacement of the device due to severe urinary leakage. An x-ray verified the leakage of the aus device. The patient had the device replaced and is now experiencing a hematoma. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the hematoma occurred due to excessive resection of scar tissue in the subcutis. There was diffuse bleeding in the tissue after resection. The old device was explanted on 14mar2019. The patient was given antibiotics to treat the hematoma. The patient outcome was reported to be improved and the new device will be activated on (B)(6) 2019. Balloon: model- 72404127, lot sn- 1000179432, mfg date- 10/18/2018, exp date- 10/18/2019. Cuff: model- 72404130, lot sn-1000196229, mfg date- 11/21/2018, exp date- 11/21/2019.